Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances. The UDI could not be found in the system.

Event description:
It was reported that the hemfsm10 generated inaccurate numbers. The st02 left side when connected to a hem1 was in the high 80s to low 90s. Right side st02 was in the 80s to sometimes nothing. They exchanged the suspect hemfsm10 using the same monitoring equipment and st02 was 60 bilaterally. This was during use. There is no patient injury. There was no inappropriate patient treatment administered.

Manufacturer narrative:
One hemosphere foresight cable was received for product evaluation. The suspect unit was connected to a known good working hemosphere instrument and tissue oximeter and tested using the attached sto2 simulators. Both read in range. Moving and bending the cables did not affect the readings. The system ran for over 2 hours with no errors and no incorrect sto2 values. They ran functional tests 2 and 3 and the fsm passed both tests. There was no defect found.